Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. X-ray examination and electrical testing of the lead were normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead helix had failed to extend. The lead was not used. The patient had no adverse consequences.